Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right atrial (ra) lead became dislodged. During the lead revision, the existing ra lead would not "fix to the tissue" and was replaced by a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the bent helix and tissue could contribute to "fix" issue. If information is provided in the future, a supplemental report will be issued.